Manufacturer narrative:
The event of unexpected mode switch was reported to abbott and confirmed. The device was received in in bvvi mode with battery voltage above elective replacement indicator (eri). Analysis performed found memory errors registered in the device memory consistent with integrated circuit anomaly. After the device was restored from backup mode, further testing was able to reproduce the backup operation during cold temperature. This is consistent with an integrated circuit anomaly with cold temperature sensitivity. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Prior to an initial implant, the device was in backup (bvvi) mode. A new device was used to resolve the event. The patient was stable.